Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 210h set, the patient felt sick, experienced a blood pressure decrease and shoulder pain. Prior to treatment the patient¿s blood pressure (bp) was reported as 100-130 mmhg. ¿just after¿ starting treatment the bp decreased to 90 mmhg. One hour after starting treatment the bp was 80-90 mmhg. The medical intervention consisted of glycerol, effortil and normal saline and elevation of the legs. It was reported treatment was completed ¿stably¿ with a different dialyzer. The bp was reported as 90 mmhg after finishing treatment and 100-120 mmhg prior to the patient going home. It was not reported when the events of feeling sick and shoulder pain occurred. It was reported the patient had received three previous treatments (three months prior) with polyflux and no issues were noted. No additional information is available.